Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture and device migration. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a caucasion female patient underwent a breast augmentation revision with two unspecified smooth mentor gel breast prostheses and experienced bilateral capsular contracture (baker grade 4) and device migration post-operatively. As a result, the patient underwent explantation on (B)(6) 2021. This report is for the right side device.

Manufacturer narrative:
On january 24, 2022, mentor received additional information stating the patient went through multiple surgical interventions prior to explantation on (B)(6) 2021. Additional information regarding the patient's device information and implantation date was also received. Serial number: (B)(6). Lot number: 7408901. Implantation date: (B)(6) 2017. All relevant field in section d of this report have been updated. Mentor updated the complaint's coding for accuracy. Surgical intervention in section h have been updated. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, the manufacturing record evaluation was completed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).